Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a registration error was noted for the right atrial (ra) lead and right ventricular (rv) lead as they were listed as in-use when they were actually explanted due to the infection. The status was updated and a new ID card was sent with the correction. Additionally, it was noted that a wound vac was placed over the implantable cardioverter defibrillator (ICD) pocket site.

Manufacturer narrative:
Continuation of d10: 6947m62 lead; implant date (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection. The implantable cardioverter defibrillator (ICD) was explanted, and the s tatus of both the right atrial (ra) lead and right ventricular (rv) lead are unknown. No further patient complications have been reported as a result of this event.